Event description:
It was reported that the patient¿s ipg was unable to communicate with external devices after being implanted. A manufacturer representative met with the patient and was able to connect to ipg and resolve the issue. Effective therapy was established for the patient.